Manufacturer narrative:
(B)(4). Diabetes mellitus is a known cause of hypoglycemia.

Event description:
It was reported that an inaccuracy between the continuous glucose monitor (cgm) and the blood glucose (bg) meter occurred. The date of event is an approximation. On (B)(6) 2025, it was reported that the patient was using dexcom g7 and omnipod 5 in modified closed loop. The patient's dexcom showed a value of 150 mg/dl at the time that they had a motor vehicle accident. When the paramedics arrived, they performed a finger stick with their meter which showed the patient's glucose at 50mg/dl. Reversal of hypoglycemic shock was not documented. No other details were documented. Data was evaluated and the allegation was undetermined. The probable cause could not be determined via data. There was not a complete set of reported glucose values available to search within the parkes error grid calculator. The data investigation did not find blood glucose calibration values to compare to cgm values during the reported sensor session or the calibrations during the reported sensor session were in accurate range per device specifications. No additional patient or event information is available.

Event description:
Subsequent to the initial MDR, a correction is required. It was reported that an inaccuracy between the continuous glucose monitor (cgm) and the blood glucose (bg) meter occurred. The date of event is an approximation. On 09/25/2025, it was reported that the patient was using dexcom g7 and omnipod 5 in modified closed loop. The patient's dexcom showed a value of 150 mg/dl at the time that they had a motor vehicle accident. When the paramedics arrived, they performed a finger stick with their meter which showed the patient's glucose at 50mg/dl. Reversal of hypoglycemic shock was not documented. No other details were documented. Data was evaluated and the allegation was undetermined. The probable cause could not be determined via data. The reported glucose values fall within the d zone of the parkes error grid. The data investigation did not find blood glucose calibration values to compare to cgm values during the reported sensor session or the calibrations during the reported sensor session were in accurate range per device specifications. No additional patient or event information is available.